Event description:
(B)(4). Constantly bloated, chronic pelvic pain an back pain, constant metallic taste in mouth, foul vaginal odor, irregular heavy periods, painful sex, memory loss, eye problems, I also have a nickel allergy which was still implanted with the product.